Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from the tube, just under the phaseal chamber. This occurred during infusion with irinotecan, which was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: 05/12/2017 - 05/13/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.